Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling which caused the charged-couple device (ccd) unit to be damaged. The damaged ccd likely caused image issues. The event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use. ¦precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: ¦inspection of the endoscopic image. Confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope, had a unrestorable no image issue. There was no image when connected to the processor. The event occurred during procedure. There was no report of patient or user harm associated with the event. The subject device was subsequently evaluated and confirmed by olympus.

Manufacturer narrative:
The customer returned the device for evaluation. The customers allegation was duplicated. Due to the deep dents in the scope intermittent flicker of the image occurred. Additionally, the following events were also identified: the bending section cover or distal sheath has a crack, the insertion tube has multiple dents and failed the ring guage, the imager has flicker image issue, and the control body, scope connector has labeling issues. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.